Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). One (1) used smallbore set (with packaging) connected at the female adapter to an unknown set was returned for evaluation. Visual examination of the smallbore set noted the green female adapter to be cracked. No other visual defects were noted. The smallbore set was pressure tested per specification with failing results as leakage was found at the location of the green female adapter crack. The returned smallbore set confirmed the reported complaint leakage. Although the reported defect was confirmed, no specific conclusions can be made regarding the cause of the reported event. We will maintain this report for further references and continue to monitor other reports for similar occurrences. Review of the discrepancy management system database performed for the reported lot number did not reveal any abnormalities or non-conformance of this nature.

Manufacturer narrative:
(B)(4). The device involved has been received for evaluation and the investigation is ongoing at this time. A follow up will be submitted when the investigation results become available.

Event description:
As reported by the user facility: customer reports, "leakage from the connection with the infusion line had occurred. A crack was observed at the female adaptor." Although there was blood leakage from the connection of the tubing, there was no adverse reaction to the baby. The extension set in question was immediately replaced with a brand new one, and the infusion was continued all right.